Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, the cartridge in use had been reused. Tandem technical support informed customer that was off label. Customer¿s blood glucose level was 226 mg/dl.